Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leak on the inlet was observed. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 07, 2018. (B)(4). The returned sample was visually inspected upon receipt. It was found that the water inlet port on the oxygenator was deformed. A retention sample form the same product code and lot number combination was visually inspected and found to have no anomalies, specially with the water port on the oxygenator. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the water port of the oxygenator. It is likely that the water inlet port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned sample was visually inspected upon receipt. It was found that the water inlet port on the oxygenator was deformed. A representative retention sample from the same lot number was visually inspected twice and confirmed to have no damages or anomalies, specifically with the water port on the oxygenator. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the water port of the oxygenator. It is likely that the water inlet port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.